Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had experienced pain at the pod infusion site and their blood glucose level had rose to 300 mg/dl. It was reported that the pods needle had not retracted upon initial activation. In addition the patient reported being unsure if the cannula was properly seated in the infusion site. The pod will not be returned as it has been discarded.